Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was cold insulin, is overfilling the cartridge and not performing the air removal steps correctly. Tandem technical support educated the customer that using cold insulin, overfilling cartridge and incorrectly performing the air removal steps is off label. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.